Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 445 mg/dl. The customer had not reported symptoms. The customer was treated with bolus of 15.3 units. Customer¿s high blood glucose level was 445 mg/dl. The customer declined troubleshoot for high blood glucose. Customer was assisted customer with programming. The product will not be returned for analysis